Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of patient states that her machine stops working at the middle of the night and patient getting an error it says ''service required''. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre and observed the pca burned. The customer complaint was not applicable. There were two error codes has been identified. The device was scrapped.